Event description:
It was reported that the customer provided feedback stating that this batch of profore 18-25cm ankle circ. Case 8 that they recently ordered has issue. After further discussion, they complained that certain part of the 4th layer #4 flexible cohesive bandage layer, for the recent batch received, has stick and crumpled together. They had difficulty to stretch the layer when force is applied, the #4 layer loss its stretchable tension. They didn't replace the #4 layer but continue to use on patient. Although no harm was cause to patient.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, all supplied information has been reviewed and the complaint cannot be confirmed. ¿a documentation review has been conducted, consisting of device history, the manufacturing process and complaint history. Previous complaints of this nature have been identified with corrective actions assigned, the corrective action has established and inadequate standard operating procedure as the root cause. The complained product was manufactured prior to this action being implemented. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The product risk files mitigate the reported issue with no updates required. This investigation is now complete, with no additional corrective actions deemed necessary. The probable root cause is deemed to be a manufacturing quality issue. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.